Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hypoglycemic event of unknown cause and treated it with rapid-acting carbohydrates; the patient was physically or mentally unable to self-treat at the time, and no device-specific problem or component issue was identified due to insufficient information. Symptoms included hypoglycemia. Outcomes included a serious injury or impairment and an unexpected medical intervention requiring medication. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information regarding any device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.